Event description:
The intra aortic balloon would not inflate fully. The intra aortic balloon was removed and a second intra aortic balloon was inserted. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon was discarded by the facility. Event complications: unknown - reported 5/28/98. Pt's current status: unk - reported 5/28/98.